Manufacturer narrative:
Service was not dispatched to investigate the event. The field service engineer (fse) was not dispatched to the site to investigate the event. The customer indicated this event is not a hardware related issue. Sample handling issues are the probable root cause for this event. MDR# 2122870-2008-209 documents the results for pt 1. This is two of two separate MDR reports related to two pt events associated with a single malfunction report on different days. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accutni (troponin I) results generated on the access 2 immunoassay system for two pts. The pt samples were retested and the results were within the normal reference range. The initial erroneous results were not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.